Manufacturer narrative:
The excor blood pump, s/n(B)(4), was in use by the patient from (B)(6)2020 until (B)(6) 2020 (2 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. A detailed investigation report will be provided as soon as it is available.

Event description:
Berlin heart was contacted by the clinic to report a suspected defect in the excor blood pump of a patient supported in the lvad configuration. The clinic reported that they observed fluid in the air chamber during a pump exchange. They also reported that the driving tube was not connected to the air-chamber during the pump exchange. Based on pictures send by the clinic, berlin heart recommended the exchange of the affected blood pump. The affected blood pump was exchanged in the clinic by trained personnel. The exchange was performed without complications and the patient is doing well.

Manufacturer narrative:
During the first visual examination, deposits could be found in the air chamber of the blood pump, which indicate that there must have been a liquid there that dried. The liquid itself could not be recognized and no blood-like deposits could be detected in the air-chamber. The blood pump was then tested for functional performance where it did meet its pumping specification. The pump was then disassembled for further testing and the membrane layers were individually tested. All three membrane layers are intact and no defects were found. Crystal-like structures that remained in the air chamber could be identified, which indicate that saline solution must have been in the air chamber and then dried up. No membrane defect could be found. The pump met its functional specification and all three membrane layers were intact. The cause of the fluid ingress into the air chamber of the blood pump is most likely due to the fact that the pneumatic tube was not connected to the air chamber while the pump was replaced.